Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, eccentric, 90% stenosed, de novo lesion in the proximal to mid left anterior descending coronary artery. During post-dilatation of a 3.0 x 28 mm non-abbott stent, the 3.5x15mm nc traveler balloon dilatation catheter ruptured at 16 atmospheres during the second inflation. No additional treatment was required as the stent was confirmed to be well apposed to the vessel wall. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion, view it; stent: nobori 3.0 x 28mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.